Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged the power module housing, the rubber band vents, and battery door was confirmed when edc technical service evaluated the unit. The damaged housing, the rubber band vents and the backup battery door were replaced. The edc technical service staff performed preventive maintenance. A full functional checkout was performed per the power module service procedure, where the unit passed all test steps. The repaired unit was operated without any operational issues and then returned to the loa/rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (serial # (B)(6)) was shipped to the customer on 11feb2013. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was found to have damages to the left side of the bottom cover, the left side of the top cover, and the battery latch. A piece was missing from inside the battery latch. Also, four broken rubber vent bands were observed. The device came in without a battery. The system functioned as intended. The bottom cover, top cover, battery latch, and rubber vent bands would all be replaced.